Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h6 (investigation conclusions, investigation findings). A getinge field service engineer (fse) replaced the video generator board (d670-00-0182) and display (d160-00-0127). After replacement, an operation check was performed based on the inspection record sheet, and the results were good. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat); (B)(6) cf 22 oct 2025. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0670-00-1182 pcba, video generator serial number (B)(6), part number 0160-00-0127 assy, display top lcd, rohs serial number n/a. These parts were received with a reported unit failure of display malfunction; occurred during use. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition.the failure analysis and testing dept. Installed part number 0670-00-1182 pcba, video generator serial number (B)(6) into the cardiosave test fixture, serial number (B)(6), and tested the board to factory specifications per procedure number 0002-07-d016, revision f, and the cardiosave service manual part number 0070-00-0639, revision r. After 2 hours of run-time, the fat dept. Could not replicate a malfunction of shaking around the bottom of the display. The fat dept. Then proceeded to install part number 0160-00-0127 assy, display top lcd, rohs into the cardiosave test fixture, serial number (B)(6), and tested the display to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual, part number 0070-00-0639, revision r. When the cardiosave was booted up with part number 0160-00-0127 assy, display top lcd, rohs installed, a vertical line was observed on the right side of the display, with no video information displayed. Part number 0160-00-0127 assy, display top lcd, rohs failed testing. Part number 0670-00-1182 pcba, video generator serial number (B)(6) passed testing. Retaining the parts in the fat dept. Per procedure number 0002-07-d008 rev. Au.

Event description:
N/a.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) the display around the bottom of the display was shaking and the entire screen turned red. No health damage or injury reported to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter), e2, e3, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) replaced the video generator board (d670-00-0182) and display (d160-00-0127). After replacement, an operation check was performed based on the inspection record sheet, and the results were good.